Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the battery compartment was craked along the side on threads and below the bumper pad. Moisture was observed in the battery compartment and the pump failed a leak test due to the damage. Unrelated to the battery compartment, the display screen was dim and discolored. The battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.